Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer. The manufacturer, tecomet, reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in december of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument as received shows that one of the jaws is broken off and missing and the remaining jaw is loose in the outer tube assembly and the jaw pivot pin is slightly sticking out of one side of the outer tube assembly. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned we are unable to determine what caused the drive rod bosses to become damaged and for one of the jaws to be broken off and missing but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the jaws of the applier got misaligned at ligation during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred." Patient currect condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the jaws of the applier got misaligned at ligation during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred." Patient currect condition reported as "fine".